Event description:
Patient's pacemaker experiencing only intermittent capture. Patient experiencing lightheadedness, episodes of fatigue and dyspnea, and burning chest pain radiating into throat. Physician suspected problem with lead and performed lead revision replacement on 4/28/97, discovering lead fracture.